Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The device was returned for evaluation and the investigation confirmed for migration. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 0601610 central venous catheter repair kit allegedly experienced a break and migration. This report was received from a single source. One patient was involved with no reported patient injury. Patient information was not provided.